Event description:
New information received states that right ventricular loss of capture was observed. The lead will still be replaced during device change-out.

Manufacturer narrative:
A partial lead with the connector pin measuring 20.3cm was returned for analysis. External insulation abrasion was noted at 17.4-17.9cm from the connector pin, consistent with lead friction to the device can. The etfe coating was intact at this location.

Event description:
New information received states the lead was capped and replaced during ICD replacement for normal eri. The new lead functioned well and no issues were reported.

Event description:
It was reported when the asymptomatic patient presented in-clinic for a routine checkup, interrogation revealed high, out of range pacing lead impedance. The impedance had been gradually increasing. The lead will be replaced when the device will be changed out. Patient will be followed-up.